Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed echocardiogram (echo). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.